Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage at tubing. No further information available.